Event description:
Had essure placed at same time of having mirena removed. I felt dizzy and severe stomach cramping from day of surgery. I started getting coughing spells, allergies and shortness of breath within 2 months, dizziness, got worse and worse. By this time my immune system got weak, had the flu, cough lasted for 7 months, saw sleep neurologist for trouble breathing throughout the night and all day long, despite using inhalers. He did all kinds of tests that revealed normal, he wasn't sure if related to essure. Saw 2 ent doctors for choking, clearing of throat, shortness of breath, hearing loss and 1 agrees that I needed to have essure removed that I could be an allergy to the nickel with all the issues I was going through. Saw 3 cardiologists for heart and shortness of breath cleared. Then saw 3 pulmonologist, 2 said no asthma, just anxiety and allergies, last one agreed it was asthma induced by some form of allergies, allergy profile showed extremely high levels. Saw another neurologist, had more testings done. He said he wasn't sure what it could be, but not asthma, maybe allergy to something, but definitely severe anxiety. Psychiatrist for over a year for severe pain attacks, had to stop seeing due to almost losing my job. The provider that placed essure never called me back despite calling him 3 different times, so resorted to dr. (B)(6) which took very good care of me and performed hysterectomy yesterday. Nine doctors in the past 4 years for shortness of breath, choking, chronic allergies/coughing spasms, throat clearing fatty lipomas. Skin rash, facial tingling and numbness, brain twitching, brain fog, severe anxiety, chest pains, back pains, neck pains, headaches, body aches, nausea, breast tenderness, palpitations. Hearing loss, head fullness, blurred vision, excessive weight gain, heavy ion tv periods, break through bleeding, excessive stomach, bloating. Dental issues, insomnia, shortness of breath, whole trying to sleep, hair loss, supra pubic discomfort, depression, mood swings, extreme hard time focusing.